Event description:
A customer reported a re-producible elevated accutni result above the acute myocardial infarction (ami) cut-off on an emergency room patient generated on their access 2 analyzer. A second sample was drawn 30 minutes later and retested on the same unit and elevated accutni result above the ami cut off line was also obtained. The patient was transferred to another facility and heart catheterization was performed. The facility also performed troponin testing and a negative result was obtained. However, it is unknown if the retest was conducted pre or post catheterization. The customer also analyzed both of the patient's samples on the laboratory's biosite triage meter which produced negative troponin results of <0.05 ng/ml (negative). Please refer to the attached patient data. The customer collected the accutni sample in plastic lithium heparin plasma tubes with gel separators that was centrifuged for ten minutes at an unknown speed. The samples are then filtered and aliquoted into a 0.5ml sample cup for analysis. The customer performs qc once every 24 hours and notes that it has been performing within the laboratory's established ranges. Qc: the customer provided two levels of qc charts for the accutni assay. Per the charts both levels of the customer's qc have been performing within the laboratory's established ranges for the timeframe provided ((B)(4) 2012). Calibration: the customer last calibrated the accutni assay on (B)(4) 2012. The calibration curve passed as accepted and had satisfactory %cvs of <4.00%. System check: a routine system check was performed on (B)(4) 2012 which passed within instrument specifications. The customer sent the sample to bec customer product line support (cpls) for additional testing.

Manufacturer narrative:
The customer sent the sample to bec customer product line support (cpls) for additional testing. Cpls reported: the pooled samples were run neat and with the addition of an interference eliminating protein (iep, ap mutein). The elevated neat results the customer obtained were replicated. The addition of ap mutein caused a significant reduction in the dose value for all the samples (98-99%). This reduction in dose confirms that the cause of the elevated accutni results for this one patient is a patient-source interferent. The failure mode of the event was a heterophile like patient source interferent, which caused the reproducible elevated accutni results.